Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). Vent filter analysis sent to the manufacturer revealed evidence of bearing wear. It was reported that the pt had been transferred from another hospital and a decision was made to replace the lvad with another lvad.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the pt remains ongoing without any further issues. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.